Event description:
On (B)(6) 2022, zyno medical received a complaint from an end user: "we were infusing a patient and when the pump went off to signify that the infusion was over we noticed that the pump had allowed large air gaps through the pump. I do believe the pump stopped (because the entered volume had been administered) before the large pockets of air reached the patient but I am hesitant to use that pump again until we know how/why the pump allowed the air through the line." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Manufacturer narrative:
The service provider provided the investigation report on 08/15/2022. The actual device was tested. The device passed the air-in-line test and meets specifications. The reported issue couldn't be duplicated. The complaint was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00019).